Manufacturer narrative:
Items returned for investigation: scepter xc. Items not returned for investigation: n/a. The balloon was returned deflated with a visible rupture at the distal end. The hub was returned intact. The surface of the balloon was smeared with dye, and after rinsing, dye was observed to have seeped into the balloon through the rupture. The investigation of the returned balloon catheter found the balloon ruptured at the distal end, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the rupture, but this condition is consistent with the device experiencing forces over specification due to over inflation. No other damage was observed along the length of the device.

Event description:
As reported: after placement of a fred stent for flow diverter treatment, percutaneous transluminal angioplasty (pta) was performed. During the performance of pta at the second site, the balloon ruptured, and the use of the scepter was discontinued. Angiography showed no abnormalities in the patient. The physician confirmed that the fred stent was opposed to the vessel wall by cone beam CT. The procedure was completed without using a replacement. During air-purging, the physician felt that the balloon was inflating and deflating faster than usual. The balloon was used as usual, but the balloon ruptured. No health damage to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: after placement of a fred stent for flow diverter treatment, percutaneous transluminal angioplasty (pta) was performed. During the performance of pta at the second site, the balloon ruptured, and the use of the scepter was discontinued. Angiography showed no abnormalities in the patient. The physician confirmed that the fred stent was opposed to the vessel wall by cone beam CT. The procedure was completed without using a replacement. During air-purging, the physician felt that the balloon was inflating and deflating faster than usual. The balloon was used as usual, but the balloon ruptured. No health damage to the patient.